Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: cib, jamie, asr, losing picture, po# (B)(4). [Update - replacement device used to complete the procedure. Full loss of image, but the duration cannot be confirmed.] The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a bad 1588 camera, potential electrical failure on digital board, bad cables,and/or loose cable connections. Advise to calibrate unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.